Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the generator stopped pacing immediately when the battery compartment was opened to change out the battery. Analysis noted glue on the device and that the battery contacts were polluted. It was further noted that to repair the device new caps were to be placed on the main board, the main board was to be calibrated and the battery contacts required cleaning. (B)(4).

Event description:
It was reported that the external pulse generator cuts out immediately when the battery compartment is opened to change out the battery, and does not continue to pace for 15 seconds as is expected. The generator was returned for service. No patient complications have been reported as a result of this event.